Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead fractured. An invasive procedure was performed. This lead was left implanted and abandoned. A new lead was successfully implanted from the opposite side of the body. No additional adverse patient effects were reported.